Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during a routine visit, low speed and pump stoppage was observed in the event history. Analysis of the event history by the manufacturer confirmed a pump stop followed by low speed as the pump ramped back up to the set speed after restoration of power. It is not know how long the pump was off as the day/time stamp resets when a complete loss of power occurs. No other unusual alarms or events were noted. The pu,p stoppage was caused by a complete loss of power by disconnecting both the cables. Information provided to the manufacturer 12 days later confirmed that the patient had accidently disconnected the power cables while switching power sources. The patient did not have any difficulty reconnecting and reconnected right away.